Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced a corneal burn during a cataract with intraocular lens implant procedure. The burn occurred during sculpt mode and there was no occlusion bell. The surgeon placed one suture to close the wound. The patient's condition is expected to resolve without additional treatment.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the surgeon reported a patient experienced a corneal burn during a cataract with intraocular lens implant procedure. A completed questionnaire was received and reviewed. The patient was a (B)(6) year old female. The patient has a history of narrow angle glaucoma, with a peripheral iridotomy completed. The patient has diabetes mellitus. The pre-operative uncorrected visual acuity was 20/40 on the right eye. A corneal burn was confirmed. The event occurred during sculpting. The wound resulted in a wound gap/leakage with one suture required to close the wound. The anterior chamber did not shallow or collapse. No occlusion bell was noted. The patient¿s eye level was noted as unknown with the comment, ¿I would guess level¿. The post-operative uncorrected visual acuity was 20/40 on the right eye. The surgeon noted he expects the vision to be 20/20 when healed. It is unknown if the corneal burn resulted in post-operative astigmatism. The corneal burn did not result in corneal opacity. The surgeon expects further treatment by removing the suture. In the surgeon¿s opinion the cause of the event is unknown. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ with no additional, related information provided, the customer reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. The manufacturer internal reference number is: (B)(4).